Event description:
The patient lost airway during procedure. Attempts to obtain additional information have not been successful. It was indicated that this event has occurred on three separate occasions.